Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration #1419652) on behalf of the MFR bhm medical, inc (registration # 9681684). Preliminary analysis shows that the gate system of the track installation would not have performed as intended. The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary divisions, not a direct employee of the MFR. The info contained in this report is based upon the info provided to the MFR. Add'l info will be provided following the conclusion of the MFR's investigation which may include updates or changes to the eval codes.

Event description:
Resident was being lifted out of a wheelchair utilizing the ceiling lift. During the lifting, the staff heard a "clunk" and saw the ceiling lift that was having off the end of the rail. An assistant went to get help while the staff pushed against the resident to prevent the device from coming off the rail. No fall occurred and no injuries were reported.